Event description:
Patient reported that there was a big bubble in her cassette that she was not able to remove. She said this is the first time that it happened to her and she's been on therapy for years. She tried tapping it, but it did not work. Patient was informed that one of our nurses will reach out to her to assist. No further information available or dates are known or were reported. All known information is contained on this form. Any additional information will be provided on a separate report. Is the actual cassette available for investigation? No, did we replace the cassette? No, did the patient have additional cassettes they were able to switch to? Unknown; is the infusion life-sustaining? Yes, what is the outcome of the event? Unknown. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Cnss involved. Reported to (B)(6) by pt/caregiver.